Event description:
On (B)(6) 2012, the pt underwent a replacement of his inflatable penile prosthesis (ipp). On (B)(6) 2012, the pt presented with a "superficial perineal wound infection with surrounding cellulitis" the infection occurred "due to the pt's poor hygiene." On (B)(6) 2012, blood work was completed in the physician's office. On (B)(6) 2012, the pt was hospitalized and treated with linezolid for 4 days and discharged on (B)(6) 2012. On (B)(6) 2012, the pt was readmitted to hosp. The pt presented with "erythema, skin dehiscence, allergic reaction to the sulfa drug." The pt was treated with benadryl for the allergic reaction to meds, switched to vancomycin IV for 24 hrs." The pt was discharged from hosp on (B)(6) 2012.

Manufacturer narrative:
(B)(4). (B)(6).